Manufacturer narrative:
One tracheostomy was returned for evaluation. Device underwent leak testing, confirming reported customer complaint. Markings were noted on the exterior airway at the point of the leakage. It was reported that the customer "used their teeth" to stabalize , which led to them "biting through the pilot balloon". Presumably, the markings on the tubing are from the customer's teeth. Upon inflating and deflating the tube, no discrepencies were noted with the valve; no seperation. This part of the customer's complaint has not been confirmed. The problem source cannot be defintively determined. However it is highly likey due to user interface. The directions for use advise to avoid contact with the product from sharp edges.

Event description:
Information was received indicating that following 24 hours after placement of a smiths medical portex® bivona customized tracheostomy (trach) tube the cuff was not holding water. The line that attaches to the cuff was reported to be leaking. Subsequently, a trach tube change out was performed. There were no reported adverse patient effects.